Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6, h10. A getinge field service engineer (fse) device is under contract. Dated for sept. 1st. Maintenance plan to contract (B)(4). Found #1 system fault mem in device logs. Replaced both datasettes. Completed all required preventive maintenance and functional tests. Product passed all functional/safety testing. Unit return to customer. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint datasettes. These parts were received with a reported unit failure message of screen not working. Performed visual inspection of all parts received and parts looks to be in good condition. Installed both parts into the cs300 test fixture and tested to the factory specifications per cs300 service manual. The failure analysis and testing department could not verify the failure message of screen not working. Screen was working correctly during tested. Both parts passed testing. Retaining both parts in the fat dept. As per procedure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units display screen is not working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) device is under contract. Dated for sept. 1st. Maintenance plan to contract (B)(4).found #1 system fault mem in device logs. Replaced both datasettes . Completed all required preventive maintenance and functional tests. Product passed all functional/safety testing. Unit return to customer.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.